Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient reports allergy to metal. There was no alleged device malfunction contributing to the irritation. The patient's physician advised benadryl for the skin irritation. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.